Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A final intraoperative angiogram revealed that the left internal iliac artery had been unintentionally covered by the ipsilateral leg of the trunk-ipsilateral leg component. There was no adverse sequela associated with this procedure.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pxc161400/lot#3315042).